Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Multiple attempts were made by tandem technical support to complete troubleshooting and obtain information; however, no additional information was provided on the reported event.